Event description:
It was reported that the output connector was broken. The external pulse generator (epg) will be sent to the manufacturer for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.